Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a glucose value of 50 mg/dl with downward trend arrows while a contemporaneous fingerstick measured 99 mg/dl, and the user was instructed to enter the fingerstick value into the ilet and dexcom app to calibrate and continue monitoring; no alerts or alarms were involved. Symptoms included no confirmed hypoglycemia. Outcomes included no injury and no medical intervention or hospitalization. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed that the cause of the discordant readings was unclear. It was concluded that blood glucose was not affected by a device issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.